Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five inappropriate shocks, likely due to rapidly conducted atrial fibrillation (af). The patient was hospitalized and device data was submitted to technical services for review. It was noted that no defibrillation threshold (dft) testing had been performed at the implant procedure, as the patient received the device for primary prevention and the physician did not want to risk an unsuccessful test. A review of the episode showed a sudden rhythm acceleration from the patient's baseline rhythm of about 50-70 bpm to a rate of around 180 bpm. The faster rhythm conducted with aberrancy, then became more regular and appeared to be vt or a really fast af at was around the programmed rate cut off zone of 200 bpm. It was noted the shocks did not convert or slow the tachycardia down; however, the morphology of the arrhythmia changed several times after the shocks were delivered. It was noted therapy was exhausted in the episode. The field representative reported the rate cut off was reprogrammed to 220 bpm and no further changes were made to the device. It was reported the patient had a previous treated episode where shock therapy was delivered and successfully converted the arrhythmia. The data for that episode were not available at this time but the field representative would submit it to technical services when it was obtained. X-rays were performed and it was noted the system placement was adequate, but could be improved by moving the electrode towards the right and up. A summary of the episode was provided to the physician, and next steps, including a possible electrophysiology (ep) study were being considered. No additional adverse patient effects were reported.